Event description:
On (B)(6) 2013, the pt underwent endovascular repair of an aortic aneurysm at the aortic arch using a tx2 (cook) and a gore tag thoracic endoprosthesis. During the procedure, a bypassing surgery (left cca-left ax-right ax) was performed prior to the endovascular implantation. The tx2 was deployed at just below the braciocephalic artery. However, the proximal neck of the tx2 moved distally and fell into the aneurysm sack. The physician decided to extend proximally. He deployed another gore tag thoracic endoprosthesis at the ascending aorta and connected with the tx2. Additionally, to keep the blood flow into the braciocephalic artery, a chimney procedure was performed on the braciocephalic artery and an iliac extender component was implanted. Touch-up ballooning of the tag and the chimney leg were performed as a "kissing balloon" technique. After the deployment, the angiogram revealed there was no blood flow into the braciocephalic artery. Although the physician performed ballooning again and implanted a metallic stent in the braciocephalic artery, the blood flow did not restore. The physician converted to the open thoracic surgery. During the open surgery, a thoracic dissection from the braciocephalic artery to the ascending aorta was identified, it was revealed that the iliac extender component was deployed in the false lumen of the ascending aorta. The pt is still in the ICU.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.